Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an echocardiogram indicated severe paravalvular leak (pvl). Two balloon aortic valvuloplasties (bav) were performed. An echocardiogram indicated an improvement in the pvl to moderate. The valve was left implanted to see if the pvl would improve with time. Fifteen days post implant, the patient "was not tolerating" the regurgitation. The valve was explanted and replaced with a non-medtronic valve. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product has been returned for analysis. Conclusion: upon completion of the analysis or if additional information becomes available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was discolored showing evidence of blood contact. The frame was intact with no evidence of deformation. All leaflets were slightly stiff but flexible except where host tissue extended on the outflow of one leaflet. All leaflets were intact. All commissures were intact. Remnants of pannus remained attached the frame on the outflow. A thin layer of glistening off white pannus was observed on leaflet 3 along the outflow margin of attachment. Radiography showed no evidence of mineralization and/or frame fractures on the valve. (B)(4).

Manufacturer narrative:
The evaluation of the valve revealed the device met specification. Paravalvular leak refers to blood flowing between the structure of the valve and the cardiac tissue, and is typically related to patient anatomy (e.g. Calcified annulus) and/or implant procedural factors. A conclusive root cause of the clinical observation cannot be confirmed. The device history record was also reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.